Event description:
Information received regarding the explanted device notes that the patient was seen at the clinic complaining of "intense thumping" on her right side. The lead was not sensing or capturing. An x-ray revealed that the lead had dislodged into the superior vena cava.